Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated he is currently treating the peristomal skin using clobetazole and ketoconazole ointments. The end user also stated he has used nystatin powder crusting with cavilon no sting barrier film in the past. The end user further stated he is following with his health care provider, wound care nurse and dermatologist for peristomal candidiasis and an infectious disease specialist on (B)(6) 2014. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
No sample has been received. The product associated with batch 4d02195 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is associated with product malfunction ost-pmc1.4/ost-pmc1.9. The post market trend analysis, subject matter expert (sme) review, clinical review, and marketing review indicate that a perception in specific markets has caused a consistent rate of complaints by the end user because there is no wear time requirement for the ostomy skin barrier. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as internal convatec document information ((B)(4)) was included in the initial MDR in error. No further actions are required, and the complaint will remain closed. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
An end user reported the tape collar was not adhering.